Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels from 200 - 400 mg/dl at the time of the incident. The customer's blood glucose was 363 mg/dl at the time of call. The customer had symptoms such as nausea, dry mouth, weakness and treated with manual injections. Customer declined to troubleshoot since she was at a restaurant and advised her to call us back to make sure everything is working well. The customer did not mention if auto mode was in use. Nothing will be returned for analysis.